Event description:
I have a pt who tried to use this product and the putty mixture went down into his ear canal. This product is currently sold over the counter and I do not believe it is appropriate as currently described. The mixture does not set as a mold and it runs down into the ear canal when set.